Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the insyte 22ga x 1.0in catheter tip was found in poor condition before use after removing it from the packaging. The following information was provided by the initial reporter, translated from spanish to english: "when removing the catheter from the package, it was observed that the tip was not in a good condition and so it was necessary change the material."

Manufacturer narrative:
Investigation summary: bd was able to verify the reported failure with provided pictures, the catheter tip is damaged. Based on the investigations conducted it can be determined that the root cause for this claim was caused during the tipper catheter pointing step. An adjustment was found to have been made in unplanned maintenance to correct the issue during the batch history review.

Event description:
It was reported that the insyte 22ga x 1.0in catheter tip was found in poor condition before use after removing it from the packaging. The following information was provided by the initial reporter, translated from spanish to english: "when removing the catheter from the package, it was observed that the tip was not in a good condition and so it was necessary change the material."